Event description:
The device was used during a vats procedure.

Manufacturer narrative:
7/3/97- supplemental report #2 submitted to FDA. Upon evaluation of the subject device it has come to the mfrs attention that the production lot number reported by the user facility is not corrected. However, co has determined that the MFR production site reference number submitted on this form is the appropriate reference for this device.